Event description:
The external pulse generator was returned for service in accordance with the field advisory and subsequently tested out of specification at the manufacturer. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the battery contacts were compressed. It was also noted that the lower case was broken.